Event description:
(B)(6) study. It was reported that during a percutaneous coronary intervention with stenting, timi flow degradation occurred. The subject presented due to stable angina (ccs classification-2), inferior stemi and was referred for cardiac catheterization. In (B)(6) 2011, target lesion #1 was a de novo, bifurcated lesion located in the distal right coronary artery with 100% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 20 mm taxus element stent, with 0% residual stenosis. Additionally 2 non-target lesions located in right posterior descending artery (r-pda) and right posterior atrioventricular were also treated during the index procedure with the placement of 2 promus element 2.50 x 20 mm and 2.25 mm x 12 mm non-study stents. During the index procedure while treating the lesion in the r-pda "no flow in r-pda" (timi flow degradation) was noted. Stent thrombosis was not suspected and a second stent was implanted. The patient was discharged two days later on aspirin and praugrel.

Manufacturer narrative:
(B)(4). Device is a combination device. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).